Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-09572. It was reported that the patient's system could not enter MRI mode due to low and high impedances at the leads. In turn, the patient underwent surgical intervention to explant and replace the leads, which resolved the issue.